Manufacturer narrative:
Additional mdrs associated with this event:MDR 3025141-2014-00264: platemdr 3025141-2014-00265: screw 1mdr 3025141-2014-00266: screw 2mdr 3025141-2014-00267: screw 3mdr 3025141-2014-00268: screw 4mdr 3025141-2014-00269: screw 5mdr 3025141-2014-00271: screw 7mdr 3025141-2014-00272: screw 8

Event description:
During routine removal of a tmt plate, two of the screws were broken and showed signs of cellulite in the soft tissues. The plate and screws were explanted and the cellulite was treated with antibiotics.